Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Customer representative evaluated the system. Corrections included reprogramming the system's ambulatory telepack. Communication was reestablished.